Event description:
This female pt was undergoing coil embolization and stent placement of a wide neck cerebral arterial aneurysm of the left internal carotid artery-ophthalmic artery. The enterprise stent was properly inserted, but difficulty was experienced the final 19th coil embolization, which deployed early and protruded into the stent mesh. A snare catheter was used in attempt to retrieve the premature detached coil, but the coil had traveled into the parent artery. Due to the difficulty experienced retrieving the detached coil, the physician decided to occlusion of the parent vessel. After occluding the internal carotid artery with several coil embolization, the procedure was concluded uneventfully, but the pt developed transient manifestations of paralysis of her right hand after the procedure. When MRI was performed, diffuse infarction of the left cerebral hemisphere was confirmed and a diagnosis of cerebral infarction was made. The next day the pt recovered from the neurological symptoms, and the event was revised from "cerebral infarction" to "transient ischemic attack". This event appears to have been caused by a coil that protruded into the stent. There is obviously an association with the technique, and there appears to probably be an association with the enterprise stent. This is one of two product used on the same patient. MFR report# 1058196-2008-00073 and MFR report# 1058196-2008-00077.

Manufacturer narrative:
Enterprise stent is not distributed in the us; however, it is similar to us distributed enterprise stent product. Add'l info will be submitted within 30 days upon receipt.